Event description:
Additional information was received from the patient reporting that they wanted to meet a manufacturer representative to reset their implantable neurostimulator (ins). The patient reported that when the device was implanted it was okay and then it all went to one side to their left leg as well as their right side up to their ribs. The patient had met the manufacturer representative for this issue and was reprogrammed. The reprogramming was good up until the beginning of the last week. The patient stated that it had gone back to the left leg and right side ribs. The patient stated that they needed it all over as they were in pain. The stimulation was in an undesired location. The patient had tried making changes with their patient programmer but the issues did not resolve. Therapy was not working as expected.

Event description:
Additional information received from the manufacturer representative indicated that reprogramming resolved the jolting/grabbing sensation and the patient was getting adequate therapy.

Event description:
A patient reported that on approximately (B)(6), they were having a picnic, and they felt like a ¿jolt knot¿ feeling and that stimulation was grabbing on the right side of the ribs. The patient was feeling nothing in the lower back and legs. No trauma or falls were associated with the change in therapy. It was subsequently reported that the patient was seen by manufacturer representative and they were reprogrammed. The indication for implant was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.